Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. It was found that the right ventricular (rv) lead had oversensing. It was also noted that there was one ventricular no n-sustained equally to 160 milliseconds on (B)(6) 2013. A d274trk implantable cardioverter defibrillator (ICD), (B)(6)  2010. A 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing and noise. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.